Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a diagnostic procedure, which was completed by moving the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed that there was problem with the image storage and fluoroscopy was not possible. The customer tried to delete the images but failed and performed two shutdowns and restarts, but issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that room had 11k images available. To resolve the reported issue the fse performed database consistency repair and test which freed up another 1k images. After repair in both front and lateral image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the image storage and fluoroscopy was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.